Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had an atrial lead position alert trigger. It was noted that the physician believed the device was not working properly. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated atrial lead position check failed. If information is provided in the future, a supplemental report will be issued.